Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge, but the issue persisted, and the alarm recurred. As a result, technical support decided to replace the pump. The customer will use mdi as a backup therapy to maintain insulin delivery. Instructions were provided on storage mode, returning the faulty pump, and steps to take upon receiving the replacement, all of which the customer understood and acknowledged.